Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited a lead safety switch (lss) due to high out of range impedance measurements. After the lss, myopotential noise on the ra channel, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. Before this, a signal artifact monitor (sam) episode was triggered due to what appeared to be minute ventilation (mv) oversensing. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited a lead safety switch (lss) due to high out of range impedance measurements. After the lss, myopotential noise on the ra channel, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. Before this, a signal artifact monitor (sam) episode was triggered due to what appeared to be minute ventilation (mv) oversensing. No adverse patient effects were reported. The device remains in service. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited a lead safety switch (lss) due to high out of range impedance measurements. After the lss, myopotential noise on the ra channel, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. Before this, a signal artifact monitor (sam) episode was triggered due to what appeared to be minute ventilation (mv) oversensing. No adverse patient effects were reported. The device remains in service. This device was included in the minute ventilation sensor signal oversensing advisory population. Additional information was received indicating that this pacemaker was subsequently explanted and replaced. This device has been returned.